Manufacturer narrative:
Correction to d9, h3, and h6 "type of investigation", the subject device was returned and evaluated. Correction to b5 an additional potential adverse event was inadvertently left out of the initial report. Please see b5 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: -bending angle does not meet specification; bending rubber adhesive is detached; switch 1 cover is cut. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined for either event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
An additional potential adverse event was inadvertently left out of the initial report where white substance was coming from inside the scope on its initial manual clean prior to reprocessing.

Event description:
The customer reported that a white substance came out from the inside of the evis exera iii gastrointestinal videoscope during an initial manual cleaning prior to reprocessing. The scope was sampled and tested positive for microbial growth. The customer planned to reprocess the scope again and capture air/water and biopsy channel flush and brushing separately. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.